Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
As reported in clinical investigation, patient reported occasional medial pain as well as medial gutter bone overgrowth. Patient received no treatment. Adverse event onset about 8 months post-op of a star in his left ankle on (B)(6) 2017. Event is ongoing without treatment. Patient has medical history of chf and hepatitis, and is also taking acetaminophen, aspirin, calcium acetate, vitamin d, lisinopril and furosemide.

Event description:
As reported in clinical investigation, patient reported occasional medial pain as well as medial gutter bone overgrowth. Patient received no treatment. Adverse event onset about 8 months post-op of a star in his left ankle on (B)(6)2017. Event is ongoing without treatment. Patient has medical history of chf and hepatitis, and is also taking acetaminophen, aspirin, calcium acetate, vitamin d, lisinopril and furosemide.

Manufacturer narrative:
The reported event that tibial comp,singlecoated us vers, x-large was alleged of issue (bone ingrowth) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Pain is a known complication, is listed in the IFU as a known adverse effect and had been clinically assessed by a consultant hcp: ¿prior to surgery, star ankle patients had a higher level of pain than did arthrodesis patients. At all follow-up evaluations, pain levels in both groups dropped. There was a larger improvement in mean star ankle patient pain vas scores over the course of the study when compared to arthrodesis patients (51.8 (n = 144 star patients) versus 44.6 (n = 45 control patients) at 24 months)[...].¿ if device is returned or any further information is provided, the investigation report will be reassessed.